Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving clonidine 130 mcg/ml; 35.17 mcg/day, bupivacaine 5 mg/ml; 1.3526 mg/day and compounded baclofen 2000 mcg/ml; 541.1 mcg/day via an implantable pump. Indication for use was intractable spasticity. The date of the event was (B)(6) 2017. It was reported a motor stall was seen at initial interrogation. The patient recently had magnetic resonance imaging (MRI). The pump was interrogated (B)(6) 2017 and the pump logs were checked. The pump was showing a motor stall occurred (B)(6) 2017 0105 and tube set (B)(6) 2017. The patient had MRI at this time and did not have the pump status checked post MRI. The pump logs were rechecked and the logs show a motor stall recovery occurred at the same date and time he initially interrogated the pump just prior to calling. The patient has not heard an audible alarm since the MRI and has had no therapy issues. It had not been less than two hours since patient exited the MRI field. Troubleshooting resolved the reported event. No symptoms were reported. No further complications were reported.